Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damage or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 20 mmol/l (360 mg/dl). The patient stated the pod that was applied earlier in the day led to high bg levels. The patient attempted a correction bolus, but bg continued to rise. The patient removed the pod after about an hour and observed a small blood clot at the insertion site, suggesting blockage of insulin delivery. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.